Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Device evaluation: the device related to the reported event of anxiety-product procedure, other-technical was received on oct 07, 2021 with mcghan 300cc in patch. Visual analysis of the returned device identified; white calcification in shell(30%), fold creases, brown particles in shell. The leak test and microscopic analysis was performed which identified: the device does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No particles observed in valve.

Event description:
Healthcare professional reported a left side exchange of textured devices due to patient's concern with the product. Healthcare professional additionally reported "particles in valve", ¿200 cc remained in implant¿ and "plug strap separated". Device has been explanted.